Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The device has been returned for evaluation. The event investigation is currently underway.

Event description:
It was reported that the stent partially deployed. Reportedly, the physician positioned the delivery system over a wire and started to deploy the stent with the thumbwheel, but was only able to deploy approximately 25 mm of the stent. The physician felt a "snap", at which point the stent could no longer be deployed. The physician switched to the quick release method, but was unable to further deploy the stent. Eventually, the physician attempted to pull the stent out by removing the entire system, at which point the stent broke. The physician removed the remainder of the system and deployed a second stent to secure the stent that had broken. There was no report of injury to the pt.